Manufacturer narrative:
The investigation of the returned device was completed by the failure analysis lab on 1/9/2020. Device evaluation summary: according to the information received, rupture of a gel implant accompanied by breast pain took place. During visual evaluation of the sample it was observed to be ruptured. Shell abrasion was found on the edges of the tear. No other anomalies were discovered. Shell abrasion is a weathering occurring in the smooth layer and can eventually progress through the shell of smooth devices. Most women undergoing augmentation or reconstruction with a mammary prosthesis will experience some breast and/or chest pain postoperatively. While pain normally subsides in most women as they heal from surgery, it can become a chronic problem in other women. Chronic pain can be associated with the compression of nerves, hematoma, migration, infection, surgical technique, improper size, placement or capsular contracture. It should be noted that as part of our quality process, each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. It is most likely that the shell abrasion was created due of high stresses caused by acute folds which resulting in a tear at a later date. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: rupture. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) patient who underwent breast augmentation revision with 600cc mentor memorygel breast implants experienced bilateral rupture accompanied by pain post procedure. The patient went to the emergency room with the chest pain and computed tomography confirmed rupture. As a result, bilateral prosthesis replacement with 555cc mentor memorygel breast implants was performed. See 1645337-2019-25466 for contralateral prosthesis report.